Event description:
Pt had thoracic and abdominal aneurysm repair in march 1997. He developed paraplegia as a result of the surgery as well as a history of hydrocephaly secondary to post operative complications. On 09/07/1999, pt was transferred to another hosp for complaints of frank hematemesis and a near syncopal episode. Pt was transfused with packed red cells, and underwent esophagogastroduodenoscopy on 09/07 and 09/08/1999. The procedure on 09/08/1999 revealed an apparent aortic graft-esophageal fistula in the proximal esophagus. Pt was not considered to be a candidate for further surgery. He abruptly exsanguinated and expired on 09/12/1999. Final diagnoses listed: aortic graft-esophageal fistula, paraparesis, possible history of cerebrovascular accident, hydrocephalus, hypertension. No autopsy was performed; cause of death according to the medical record was listed as aortic graft-esophageal fistula. MFR letter reports: the graft was implanted successfully, without leakage, in 1997, for an emergency thoracic aortic aneurysm replacement that included replacement of the aorta below the diaphragm down to the legs. Due to the nature of the emergency surgery, the doctor elected to break the pt's ribs to gain access to the aorta. During the surgery, nerves were severed which resulted in permanent paralysis for the pt (paraplegic). In addition, a blood clot caused by the surgery, required that a hole be placed in the pt's skull to relieve pressure. The graft was left in. The pt, in addition to the paralysis, suffered short-term memory loss. On sept 6, 1999, the pt became ill and was vomiting blood. The pt was admitted and expired on sept 12, 1999. It was found by the doctor at the hosp that the wall of the esophagus had ulcerated (hole) and that the graft had hemorrhaged from the area of its connection to the existing aorta into the surrounding area and also into the esophagus through its ulceration.